Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the tamper seal to be missing. A review of the event history log revealed multiple over pressure alarms. Functional testing was unable to duplicate the reported problem. The sensors were calibrated as a preventative measure. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave a permanent overpressure alarm. There was unknown patient involvement.